Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, initially to report issues with her transmitter and a functional check was performed. During the call she mentioned one night she experienced high blood glucose over 500 mg/dl. Customer declined troubleshooting for high blood glucose since she spoke to her doctor and has erratic blood glucose levels. She also experienced an extreme low of 25 mg/dl. Customer declined troubleshooting for low blood glucose she is not returning the transmitter for analysis as it was determined it was functioning.